Event description:
Customer alleged discrepant blood glucose results of 148 mg/dl ,198 mg/dl, and 78 mg/dl when testing was performed back-to-back within 1 minute on the advantage system. Customer reported no symptoms or action/treatment based on rsults. Customer alleged discrepant blood glucose results of 56mg/dl and 150mg/dl when testing was performed back-to-back within 5 minutess on the advantage system. Customer reported feeling weak and disoriented; customer self-treated with candy and felt better. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
Additional concomitant medical products: lantus - about 10 days - 28 unit daily; novalog insulin - about 10 da - sliding scale.